Event description:
A customer reported experiencing cartridge alarm 20. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The cartridge alarm had been reoccurring for the past week, preventing the successful loading of a cartridge and resumption of insulin therapy. Tandem technical support decided to replace the pump to resolve the issue.